Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 41 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had low flow alarms and presented with dark colored urine and high pump power values. The patient's inr was reportedly slightly sub therapeutic at 1.4. Pump thrombosis was suspected and the pump was exchanged on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Additional information - multiple requests were made for the pump to be returned and no response was received; however, the pump was subsequently received on 05/20/2016. Device evaluation: the report of suspected pump thrombus was confirmed. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in one of the rotor vanes. The tissue did not show laminated layering, indicating that the thrombus did not form on the rotor. The observed thrombus could have contributed to the reported hematuria and increased pump power and estimated pump flow values. The specific origin of the thrombus could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead (lead) found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was expected to be returned for evaluation; however, the device was not received. A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.